Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis was performed which identified: striated broken on radius, sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and missing shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on radius due to surgical damage consist in the use of some surgical tool. A sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.